Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon initial placement, the right ventricular (rv) lead had no capture per analyzer testing. Rv lead repositioning did not resolve the capture issue. The lead was explanted and replaced with an alternative rv lead. Again, intra-operative testing of the replacement rv lead via analyzer indicated high thresholds. The lead was then plugged into the device for implant. The lead remains in use. No patient complications have been reported as a result of this event.